Event description:
Information received by medtronic indicated that the inpen cartridge holder was crack. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.

Manufacturer narrative:
(B)(4). Battery life remaining: <10 months. Customer reports: cartridge holder is not staying in place. Per visual inspection: loose cartridge holder and cap. Device paired successfully to commercial app. Inpen received with leadscrew fully rewound. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Try to install a test cartridge holder but will not locked in-place due to broke off plastic pieces stuck inside inpen / cartridge holder cavity. Broken plastic was removed and cartridge holder locked properly. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The customer complaint of cartridge holder not locking in place was confirmed.